Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation to show a causal relationship between the event and the liberty cycler or cycler set. Additionally, there is no allegation of a machine malfunction, deficiency or fluid leak reported for this event. There was speculation that the patient¿s pd catheter (not a fresenius product) could be the source of the peritonitis, however, it has not been confirmed. Based on the information available at this time a cause of the peritonitis cannot be concluded. Although a causal relationship cannot be confirmed, a possible temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported the patient had an event of peritonitis. The patient observed cloudy effluent and was requested to go to the pd clinic and was subsequently diagnosed with peritonitis (signs/symptoms unknown). A pd effluent culture was taken, however, the results were not available at the time of this investigation. The patient¿s white blood cell (wbc) count was greater than 25x10^6 k/ul. The patient was not hospitalized for this event and the patient was temporarily transitioned to hemodialysis (hd) while they determined if the pd catheter (not a fresenius product) was the source of the infection. Per the pdrn, there were no reported fluid leaks during treatments leading up to the peritonitis diagnosis. Additional information was obtained from the pdrn that the patient was prescribed vancomycin and fortaz (route, dose, strength, frequency and duration unknown). The patient is currently still recovering from the peritonitis.